Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 36/+7,5; cat # 6570-0-736; lot # 66828103. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: revision of a left total hip replacement. It was reported that the patient lost a large amount of weight after the index surgery and became unstable. The construct was converted from a 36mm with 10 degree to an mdm construct with a longer neck length for stability. No further information is available from the surgeon or hospital.